Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as not feeling well and thirsty. The customer treated with the insulin drip, insulin pump and insulin pen. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.